Manufacturer narrative:
The target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, not calcified or tortuous, a 99% stenosis, and type a. The lesion was pre-dilated with a 2.5 x 15 mm ryujin plus balloon. The product was inspected prior to use with no problems noted, and was prepped properly according to the IFU. The same inflation device was used subsequent to the product issue with no problem noted. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the cypher 3.5 x 18 mm stent delivery system (sds) balloon burst at 10 atm during stent deployment. The balloon rupture was confirmed by blood return to the inflation device. The stent was properly deployed, and was post-dilated with 3.5 x 15 mm balloon at 22 atm. The procedure was completed successfully. There was no reported patient injury.